Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that post implanted procedure, the device allegedly elongated and fractured. There was no reported patient injury.

Event description:
It was reported that post implanted procedure, the device allegedly elongated and fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the physical sample was not available. Provided x-ray images could not confirm the alleged stent deformation because the stent struts/ strut structure were not visible; a stent length measurement was not possible. Based on the information available the investigation is closed with inconclusive result. Potential factors that could have led or contributed to the reported event have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. Stent elongation may be related to incorrect holding or handling of the system during deployment. Difficult patient anatomy or a challenging placement site resulting into high friction may be contributing factors. Deployment without predilation or inadequate accessories may be further contributing factors for friction increase. In this case procedural details and accessories used were not known, but it was known that the lesion was post dilated. Based on the information available the investigation is closed with inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'confirm that the introducer sheath is secure and will not move. Unlock the safety lock slider by pulling it back towards the trigger from the locked position into the unlocked position. Pull back the stent system until the distal and proximal stent radiopaque markers are in position so that they are distal and proximal to the target site. Gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure. Initiate stent deployment by pushing the micro-trigger. While using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition. With the distal end of the stent apposing the vessel wall, final deployment can be continued with full triggers. Confirm that the proximal stent radiopaque markers appose the vessel wall.' In regards to pta the instruction for use state: 'pre-dilation of the lesion should be performed using standard techniques.', and 'post stent expansion with a pta catheter is recommended as necessary.' In regards to accessories the instruction for use state: 'during stent deployment, use the 0.035" guidewire (recommended) for more support depending on vascular anatomy and/or lesion morphology.' And 'always use an introducer sheath for the implant procedure. 6 fr (2 mm) or larger introducer sheath should be used.' Stent fracture and malposition were found mentioned as potential malfunctions and adverse events. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.